Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that the chip insert was loose inside the bag. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed due to insufficient lot information.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Event description:
The report originated as a result of a customer contacting baxter. The customer reported that leakage was found from the connection between the distill luer connector (blue luer connector) and the main body (right blue part). Also, the distill luer connector (blue luer connector) was slightly removed from the main body (right blue part). There was no patient injury or medical intervention.